Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had bad picture. The event occurred during an unspecified diagnostic procedure, and it was completed using another similar device. There were no reports of patient harm.

Event description:
It was reported that the subject device had bad picture. The event occurred during an unspecified diagnostic procedure, and it was completed using another similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test. Based on the results of the investigation, it is likely the customer's report of bad image was due to a faulty charged coupled device. However, a definitive root cause could not be established. Based on the results of the investigation, it is likely the malfunction identified during the device evaluation was due to a slice on the cable. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.